Manufacturer narrative:
Device analysis has confirmed a device failure. This report is submitted on 20 april 2020.

Manufacturer narrative:
This report is submitted on 24 february 2020.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, subsequently the device was explanted (date not reported) and the patient was re-implanted with a new device during the same surgery.